Event description:
The patient has peripheral arterial disease and underwent lower extremity angiography. Arterial access was gained in the right common femoral artery. Angiography showed a 100% occlusion of his left superficial femoral artery. This was succesfully treated with a stent. A small thrombus was seen more distally in the popliteal artery. To remove the thrombus, a prowater wire was attemtped to be passed through the just implanted stent. The wire became ensnared in the proximal edge of the stent and could not be removed. Ultimately the wire snapped ,which we were trying to do. Another stent was then implanted to trap the wire fragment. There was no clinical consequence and the procedure was successful. The patient and his wife are aware of the retained wire fragment.